Manufacturer narrative:
Correction upon further review, this is not a reportable malfunction or serious injury, therefore this event is not reportable to the FDA.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc231400j/18320979. UDI (B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprostheses. It was reported that when the proximal aspect of the trunk ipsilateral leg endoprosthesis was deployed, the left side of the proximal end of the trunk moved distally (distance amount is unknown). The physician attempted to adjust the position using the constraining system, but it was not a success. The physician planned to implant an aortic extender endoprosthesis. The aortic extender endoprosthesis was implanted proximal of the trunk. A contralateral leg endoprosthesis was deployed in the right common iliac artery, the contralateral leg endoprosthesis (plc234100j) moved proximally approximately 1 cm and a distal type I endoleak was observed. Another contralateral leg endoprosthesis (plc231200j) was implanted distally. The ipsilateral leg was deployed in the left leg and a contralateral leg endoprosthesis (plc201400j) was implanted distally. Final angiography didn¿t show any endoleak. The patient tolerated the procedure. It was not reported any root cause of these device movements.